Event description:
Patient had primary knee replacement on (B)(6) 2018. Knee performing well initially but patient started experiencing pain in last 6 months. X-rays & bone scan showed tibial loosening. Tibia & insert removed on (B)(6) 2023 and replaced with revision tibia with sleeve, stem & new insert plus patella resurfacing. Primary tibial implant was obviously loose on examining knee once joint opened. Came out easily. Cement adhered to bone but not implant. Insert showed some scratching/pitting on articulation surface. Patient required revision surgery for tibial loosening at the cement to implant interface.

Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device associated with this report was not returned for analysis. Review of the photographic evidence confirmed the reported allegation. Approximately, the 30% of the undersurface of the explanted device presented areas with burnishing consistent with implant-cement micromotion resulting from implant loosening. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.